Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Lead was returned in 2 segments, 8 cm from is-1 end, and 51cm from tip. The lead body was found severed, it was induced. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, the lead tip and helix appears intact.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced dislodgement, it was confirmed via x-ray and was explanted. No additional adverse patient effects were reported.